Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under general anesthesia. According to the complainant, magnetic resonance imaging (MRI) was performed post procedure, the result showed a significant amount of infiltration into the peripheral zone of the prostate. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be normal. Reportedly, the patient will receive 20 fractions of external beam radiation therapy (ebrt).